Event description:
In 2005, customer reported that they had a cumulative of 10 pts who experienced "perfect circle" burns which led to hyperpigmentation during laser hair removal procedure. Subsequent letter from customer received 2006 indicated their concern that cryogen levels recommended for skin type iii, IV, v vi, will likely cause hyperpigementation. They also indicated the possibility of permanently disfiguring the pt.